Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that the pump was experiencing a no-power issue, which is identified by the absence of the auditory cues, vibratory cues, and visual display. In addition, it was reported that the user was unable to remove the battery cap from the pump case. Furthermore, the reporter stated that the power issue was not due to their inability to remove the battery cap to replace a fully discharged battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.